Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system showed intermittent high impedances. Upon opening the pocket and manipulating the lead near the pocket, impedances remained high, out of range. The patient was implanted with a new rv lead. This device remains in service. No additional adverse patient effects were reported.